Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure to remove a "big" stone from the lower pancreatic duct post extracorporeal shock wave lithotripsy (eswl) performed on (B) (6) 2009.according to the complainant, after cannulation, a jag wire (0.35 /450cm) was placed to access. Because of the big stone size, the tip of the wire detached and was clearly visualized in fluro. The procedure was not completed and patient was sent for surgery.the patient was discharged after procedure, and no further information is available.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B) (4). Surgery. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure to remove a "big" stone from the lower pancreatic duct post extracorporeal shock wave lithotripsy (eswl) performed on (B)(6), 2009. According to the complainant, after cannulation, a jag wire (0.35 /450cm) was placed to access. Because of the big stone size, the tip of the wire detached and was clearly visualized in fluro. The procedure was not completed and patient was sent for surgery. The patient was discharged after procedure, and no further information is available. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Additional information was received on (B)(6), 2010 after the previous medwatch report was submitted: surgery was performed to remove the guidewire fragment from the patient. The surgery was successful and the patient's condition at the conclusion of the surgical procedure was reported to be stable / absolutely fine.